Event description:
A consumer reports noticing shadows when reading 13 days following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 04/18/2008 and 04/24/2008 by phone, fax and mail. A completed questionnaire has not been received.